Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies were found.

Event description:
It was reported that during the implant procedure (upgrade from dual chamber ipg to ICD) it was not possible to advance the lead through a very narrow subclavian vein. The lead bent, so it was removed and not implanted. No patient complications have been reported as a result of this event.